Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "anesthesia member went to use MRI kit purchased in 2020. Battery was dead- light did not come on laryngoscope when engaged. Tried multiple times. Changed batteries and same effect". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "anesthesia member went to use MRI kit purchased in 2020. Battery was dead- light did not come on laryngoscope when engaged. Tried multiple times. Changed batteries and same effect". No patient involvement reported.